Manufacturer narrative:
Additional product component: model number/catalog number 720185-01, batch/lot number 919039005, model/catalog description reservoir flat iz 100ml.

Event description:
It was reported that the patient experienced reservoir fluid leak and both cylinders were ripped with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 device was visually inspected and functionally tested. Both cylinders had a leak due to input tube wear and avulsion. The input tube sleeves were partially removed on both cylinders. The pump was not functionally tested due to contamination. Reservoir analysis: malfunction was reported. The ams700 reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell due to sharp instrument damage consistent with explant damage. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number: 720185-01. Serial number: null. Batch/lot number: 919039005. Model/catalog description: reservoir flat iz 100ml.

Event description:
It was reported that the patient experienced reservoir fluid leak and both cylinders were ripped with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.